Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive and would not wake, requiring connection to a charger to bring the screen back, and subsequently remained stuck on a loading screen; a replacement ilet was provided and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided, including a photo of the device. Investigation of this case revealed a software problem associated with an unresponsive interface consistent with a touchscreen component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient was advised on shutdown procedures and to use their cgm app or receiver while transitioning to the replacement device.